Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit on the small battery drive device was not functioning and defective. This event did not occur during surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as (B)(4) 2015 in the initial report. The device returned date has been updated as (B)(4) 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit of the device was not functioning. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be sent accordingly.